Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a cardiac catheterization treatment procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the non tortuous and non calcified unspecified anatomical location. A 182 cm luge guide wire broke into two pieces upon preparation. The procedure was completed with another unspecified size luge guide wire. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received separated in two sections. The visual inspection was performed and the device returned separated in two sections: part#1 (proximal) presented the body kinked at 8.4cm approx. From the proximal end; and part#2 (distal). Dimensional inspection: all the outer diameter (od) taken are according specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following results: failure on both hypotube samples occurred due to cyclic bending overload. Fracture on the corewire on both samples occurred due to a cyclic bending with a final tension overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during preparation for a cardiac catheterization treatment procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the non tortuous and non calcified unspecified anatomical location. A 182 cm luge guide wire broke into two pieces upon preparation. The procedure was completed with another unspecified size luge guide wire. No patient complications were reported and the patient's status is fine.